Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer retractor fixed part was not fixed, so it was replaced with another acrobat-I stabilizer (failure to lock onto retractor). The operation is completed after product change without any special notice to the patient. Photo of the acrobat-I stabilizer was provided.

Manufacturer narrative:
Trackwise # 463231. Updated section: g4, g7,h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/04/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tightened the arm. When the locking lever was locked, the device was unable to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning failure" was confirmed. The lot # 3000141971 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer retractor fixed part was not fixed, so it was replaced with another acrobat-I stabilizer (failure to lock onto retractor). The operation is completed after product change without any special notice to the patient. Photo of the acrobat-I stabilizer was provided.